Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. There were noted delivery issues due to inability to pass through vasculature. The impella was prepped and inserted in normal fashion, support initiated reaching flows of 0.6 l/min on auto. There was no volume in the left ventricle. It was then noticed that the rp had fallen out of the pulmonary artery. After attempting to advance the rp without a wire, the rp was explanted and the pulmonary artery re-wired. Impella rp was flushed and reinserted. When attempting to torque the rp into position across the tricuspid, the wire came back into the right ventricle and staff were unable to get it back into position. The surgeon elected to cannulate peripheral venoarterial extracorporeal membrane oxygenation. Impella rp was removed. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.